Event description:
It was reported that the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory. System operates as intended.